Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unstable poor mechanical connection on the power port. It was also reported that when the cable is connected to the power and data port its not recognized. The controller was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the controller was unable to communicate with external batteries on power ports or with the monitor and the alarm adapter did not silence the ¿no power¿ alarm. The controller¿s front panel gas gauge light emitter diode (led) indicators did not illuminate while connected to batteries, however, the controller was still able to receive power from power sources and supply power to a motor fixture. Internal inspection of the controller revealed damaged diodes on the communication line, a damaged integrated circuit responsible for the communication between the controller and batteries, and a damaged component which prevented the data to be transmitted or received between the controller and monitor. After the faulty components were replaced, the controller performed as intended and the log files were able to be downloaded. Review of the data log file revealed various corrupt entries in which the real time clock (rtc) was reset to the year ending 99. The corrupted data points had a time stamp of (B)(6) 1999 at 00:00:00. In addition, multiple data points with a battery relative state of charge (rsoc) value of 101% logged with a time stamp of (B)(6) 1999 at 00:00:00 and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Review of the alarm log file revealed ten (10) critical battery alarms logged with a battery relative state of charge (rsoc) value of 101% logged and no serial number ID, or cycle count, indicating that the controller was unable to recognize the batteries. Review of the event log file revealed multiple controller power up event with associated pump start events with an incorrect date and time stamp. Review of the event log files revealed multiple controller reset events with an incorrect date and time stamp. Additionally, several controller power up events without pump start events and a vad disconnect alarm were logged with an incorrect time/date stamp, likely during troubleshooting of the controller and/or a controller exchange. The power sources were able to properly secure a mechanical connection to the controller during bench testing. As a result the reported poor mechanical connection was not confirmed. The reported inability of the controller to recognize a power source event was confirmed. The most likely root case of the reported inability of the controller to recognize a power source, observed critical battery alarms, observed communication errors, observed real time clock error, observed controller resets, and observed issue downloading log files events can be attributed to the damaged diodes and damaged integrated circuit. The most likely root cause of the reported inability of the controller to recognize a data cable event can be attributed to a faulty internal component preventing the controller from communicating with a monitor. A possible root cause of the observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.